Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 03-may-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Home health nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained of 470 mg/dl. The customers expected am fasting blood glucose test result range is 200-350 mg/dl. The customer feels well and did not report any symptoms. Customer stated when he obtained the blood glucose test result of 470 mg/dl on (B)(6) 2021, he had taken insulin, tested again and obtained a blood glucose test result of 510 mg/dl (time between tests not disclosed). Customer had called the ambulance; the customer's blood glucose test result when tested by the emt's had been 300 mg/dl and customer had been taken to the ER. Customer stated he had been discharged the same day and declined to provide any further information. During the call, a blood test was performed by the customer non-fasting and produced test result of 299 mg/dl using true metrix meter; customer was satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturers expiration date is 11/30/2021 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 10-june-2021: h3 device evaluated by manufacturer h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was returned for evaluation. Reported defect not reproduced on returned meter. Test strips were returned for evaluation. Defect found on returned strips: high results. Added root cause rc-061: storage outside specifications.